Event description:
A report was received that the patient was experiencing pain at the battery site. The patient underwent a revision procedure wherein the battery was put deeper. No device malfunction was suspected. The patient was reportedly doing well post operatively.